Manufacturer narrative:
H.6. Investigation: bd received four (4) samples from catalog 364992, lot number 9344900; two (2) samples from catalog 364957, lot number 0120087 and two (2) samples from catalog 364992, lot number 0167199 for investigation. The samples were evaluated by functional testing and the indicated failure mode for draw volume with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
The initial reporter experienced ten occurrences of underfill or low draw when using the bd vacutainer® urine analysis preservative tubes. The following information was provided by the initial reporter: "it is reported tubes are under filling. Received call from laboratory manager that reports facility noticing .5 ml away from minium fill line. He states only 10 instances within a months time. No specific date of event. Facility has to recollect patient's urine with no issues. Facility is sitting at 7,000 feet elevation."

Manufacturer narrative:
The following fields have been updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0167199. D.4. Medical device expiration date: 11/30/2021. H.4. Device manufacture date: 6/15/2020. D.4. Medical device lot #: 9344900. D.4. Medical device expiration date: 5/31/2021. H.4. Device manufacture date: 12/10/2019.

Event description:
The initial reporter experienced ten occurrences of underfill or low draw when using the bd vacutainer® urine analysis preservative tubes. The following information was provided by the initial reporter; "it is reported tubes are under filling. Received call from laboratory manager that reports facility noticing .5 ml away from minium fill line. He states only 10 instances within a months time. No specific date of event. Facility has to recollect patient's urine with no issues. Facility is sitting at 7,000 feet elevation.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The initial reporter experienced ten occurrences of underfill or low draw when using the bd vacutainer® urine analysis preservative tubes. The following information was provided by the initial reporter; "it is reported tubes are under filling. Received call from laboratory manager that reports facility noticing .5 ml away from minium fill line. He states only 10 instances within a months time. No specific date of event. Facility has to recollect patient's urine with no issues. Facility is sitting at 7,000 feet elevation."